Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown) in the infusion center. The customer's biomedical engineer found the device to under deliver when programmed at a rate of 200 ml/hr, volume to be infused 100ml and delivered 91.7ml during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.